Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event description: the patient was originally implanted with a right hip charnley femoral stem and acetabular component. 17 years after the primary operation, radiographs reveal a varus shift of the femoral stem and a radiolucent line wider than 2 mm in zone iii of the acetabulum. A transverse fracture is present in the cement mantle 1 cm proximal to the tip of the stem. Resorption of bone in zones 2 and 3 of the femur and periosteal reaction in zones 3 and 5 are suspected osteomyelitis of the femur. All cultures were negative and histopathologic examinations of the biopsy specimens revealed no evidence of infection. The patient has been revised, it is indicated that both the femoral and acetabular components were loose at the revision.